Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The last preventive maintenance was performed in (B)(6) 2021. No further information is available for investigation. It was requested that the customer check the sample quality before loading them on the system and to clean the tip of the probe. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys estradiol iii assay results for one (1) patient sample on a cobas e 411 immunoassay analyzer. The initial result was <5 pg/ml. The result was reported to the physician who instructed the laboratory to remeasure the sample. The repeat result was 46 pg/ml. The reagent lot number and expiration date were asked for but not provided.